Event description:
Reportable based on device analysis completed 31-jul-2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure failure to cross the lesion occurred. Vascular access was obtained via the radial artery. The de novo, fibrotic, target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 2.5x12mm taxus liberte drug eluting stent (des) was selected and advanced to treat the target lesion; however, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, the returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified slight stent damage. One strut in the middle of the stent was slightly raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as severely calcified lesions are contraindicated in the dfu. (B)(4).